Event description:
Customer reported observing that the tip wipe off paper was not advancing when performing the ortho hcv 3.0 elisa using summit sample handler. No error number was generated by the instrument. An fse was dispatched who adjusted the tip wipe motor. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.